Event description:
Same case as: 2134265-2013-08766, 2134265-2013-08768, 2134265-2013-08772. It was reported that automatic pullback failure occurred. The target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with opticross imaging catheter to visualize the lesion. After crossing the opticross imaging catheter, the physician attempted to perform automatic pullback, but it failed. An unknown error message was displayed on the monitor. As the reconnection of the catheter could not resolve the issue, the physician attempted to use another opticross imaging catheter. However, the same issue occurred. The procedure was completed using a third opticross imaging catheter without issue. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).